Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer alleges the consumer called her and alleged that "he almost killed himself by using that shower chair". Customer service spoke with the consumer he alleges he did not receive any injuries due to fall. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model h605, serial number/date code is unknown. The owner's manual part number 1167607 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.